Event description:
Pt had an uneventful diagnostic cardiac catheterization with a successful femoral artery closure with a starclose device. The patient returned 2 weeks later with a complaint of groin pain. On examination, the starclose was found to have loosened from the artery and was migrating up through the skin. The surrounding scar tissue under the skin was dissected and the starclose was removed.